Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (blank screen) was confirmed. As received, the monitor was unable to power up. The cause for the failure was isolated to contamination inside of the monitor on j1002bb on the monitor board pca and j1002aa and j1003aa on the defibrillation board. The cause for the contamination was ingress of an unknown liquid. In addition, the liquid contamination caused the high voltage to deviate to low voltage circuitry. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a patient's monitor and reported that the screen was blank.